Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 490, 159 and 159 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 484 mg/dl using truebalance meter and 443 mg/dl using truebalance meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Back to back blood test, result 484 mg/dl, 443 mg/dl customer stated is not fasting, customer's son stated mother ate one hour and half prior the call.